Event description:
It was reported that there was a malfunction resulting in inability to power up and subsequent loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.